Event description:
Intraoperatively a black speck of a foreign object was noticed in the surgical field and retrieved by surgeon. Intraoperatively, surgeon noticed that the #5 trocar/portal was "leaking" co2 throughout the case. The black speck lined up perfectly with the proximal portion of the #5 portal, where there are four triangles which match up and keep the co2 from leaking. After the case was finished, the 5mm port was found and the proximal portion was examined; there were only three trianglular rubber parts- not four.